Event description:
It was reported to boston scientific corp that a radial jaw how single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during preparation for the procedure, the entire metal tip of the forceps was noticed bent. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).